Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. Summary of investigation: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have only received a picture showing a piece of thread broken and a needle. However, without any closed and/or defective samples, we cannot carry out an analysis in order to take a decision. As stated in the instructions for use of the product, when working with monosyn® suture materials great care should be taken to avoid any crushing and crimping damage of the monofilament by surgical instruments, such as tweezers and needle holders. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received, only a picture. Final conclusion: in spite of receiving a picture showing a defective sample, without closed samples a suitable analysis cannot be performed, and the case is considered not confirmed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that the thread tore while the suture was in use additional information has not been received.